Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se confirmed that the syringe driver was not operating. Upon inspection, it was observed that even though the syringe driver power and communications cable was connected, it would not activate unless it was pushed. Therefore, the se replaced the cable and secured the connector. Afterwards, syringe driver operation was verified successfully through overnight testing.

Event description:
The device user (du) reported that the syringe pump on the metra stopped working several hours into the perfusion process.